Manufacturer narrative:
(B)(4). Customer provided cuvette lot # m1jlr188. Method: actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: results pending completion of evaluation. Conclusion: conclusion not yet available. Evaluation in progress. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports act-lr results higher than expected with hemochron jr. Signature plus system. During a cardiac ablation procedure, instrument generated act-lr result of >400 seconds. Additional test ran on a second hemochron jr. Signature plus instrument as a reference generated 295 seconds when using the same sample. Later during the case, act-lr test generated 362 seconds and test ran on the reference instrument generated 287 seconds. Target time: >250 seconds. No adverse event (s) reported.